Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that on surgical console the stand by button was pressed and green light was lighting but the light was turned off and system was shut down. The procedure details and patient harm was not provided. Additional information is not expected as the customer is unable to provide further details.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the customer indicating that the issue was occurred during the system operation check.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the company service representative replaced the multifunction input output (mfio) printed circuit board (pcb) and standby switch. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).